Event description:
Blisters [blister]. Did not wear over clothing as instructed/wearing it 13 hours, not check skin while wearing, not read the usage instructions [device misuse]. Something wrong with shoulder [musculoskeletal discomfort]. Chest hurting [chest pain]. Case description: this is a spontaneous report from a contactable consumer. An (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare lower back and hip), device lot number l441503/21, expiration date feb2018, via an unspecified route of administration from an unspecified date for back hurts and low back pain. Medical history included bladder infection from (B)(6) 2015 , she went to the hospital on (B)(6) may and took cipro for it, kidney removed on (B)(6) 2013, reports she fell in (B)(6) 2015 and had a blood clot in her brain, when she fell she broke her nose in several places and she was hospitalized in (B)(6) for this, heart attack in 2012 and diagnosed with high blood pressure in 2012, heart trouble from 2012 and ongoing. Concomitant medication included lisinopril 10/12.5 tablet, two tablets by mouth daily since 2012 for years, amlodipine besilate (norvasc 5mg tablet) by mouth 1 daily in the morning since 2012, metoprolol 25mg tablet by mouth 1 daily since 2012, isosorbide mononitrate (imdur) 60mg tablet by mouth 1 daily since 2012, clopidogrel bisulfate (plavix) 1/2 tablet 75mg by mouth daily-blood thinner since 2012, low dose acetylsalicylic acid (aspirin) 81mg 1 tablet by mouth per day since 2012, cyanocobalamin (b12) 2500mg tablet by mouth 1 daily since 2012, 800mcg folic acid tablet all for her heart since 2012, colecalciferol 1000iu soft gel by mouth 1 daily since 2012, paracetamol (acetaminophen) took two 500mg tablets on (B)(6) 2015 for low back pain. The patient reported she wore on the pads to her lower back on monday (B)(6) 2015, she put the pad directly on her skin before leaving for work early in the morning, took it off after wearing it at work for approximately 13 hours. She put another pad on around 06:30 tuesday (B)(6) 2015 before going to work, she took it off after wearing it for approximately 13 hours, and she did not wear either pad to bed at night. She got up thursday, (B)(6) 2015 to take a shower and noticed 2 blisters on her lower back, 1 blister as raised up and about the size of a pea with fluid inside it and the other blister as smaller, but flat. The blisters were within an inch or 2 of each other. The patient reported she had to go to the doctor this morning, (B)(6) 2015 for her shoulder and her chest was hurting. While she was there she asked the pa to take a look at her blisters, the pa put some white medication on gauze and covered the blisters with a band aid. The patient on line stated therma care back pain therapy pads didn't feel very hot. The patient had a cat scan in 2012 with findings of a growth on her kidney, no biopsy was done. X-ray done while at the doctor's office on (B)(6) 2015 and the patient was unable to provide results of x-ray. The patient classified your skin tone is very light or fair, she does not have sensitive skin, she has no abnormal skin conditions, she did not wearing the product while sleeping, she did not engage in exercise while using the product, she did not check skin under the product while wearing thermacare, she did not read the usage instructions on thermacare before used the product. The outcome of the event blisters was not recovered and the outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events blister and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events musculoskeletal discomfort and chest pain are assessed as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events blister and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events musculoskeletal discomfort and chest pain are assessed as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Blisters [blister]. Did not wear over clothing as instructed/wearing it 13 hours, not check skin while wearing, not read the usage instructions [device misuse]. Shoulder hurting [musculoskeletal discomfort]. Chest hurting [chest pain]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number l44150, expiration date feb2018, via an unspecified route of administration from an unspecified date for back hurts and low back pain. Medical history included bladder infection from (B)(6) 2015, she went to the hospital on (B)(6) and took cipro for it. Kidney removed on (B)(6) 2013, reports she fell in (B)(6) 2015 and had a blood clot in her brain, when she fell she broke her nose in several places and she was hospitalized for this. Heart attack in 2012 and diagnosed with high blood pressure in 2012. Heart trouble from 2012 and ongoing, and blockages and has a stent. Concomitant medication included lisinopril 10/12.5 tablet, two tablets by mouth daily, amlodipine besilate (norvasc 5mg tablet) by mouth 1 daily in the morning, metoprolol 25mg tablet by mouth 1 daily, isosorbide mononitrate (imdur) 60mg tablet by mouth 1 daily, clopidogrel bisulfate (plavix) 1/2 tablet 75mg by mouth daily, low dose acetylsalicylic acid (aspirin) 81mg 1 tablet by mouth per day, cyanocobalamin (b12) 2500mg tablet by mouth 1 daily, 800mcg folic acid tablet, colecalciferol (d3) 1000iu soft gel by mouth 1 daily, all of these taken for heart trouble and high blood pressure since 2012, and paracetamol (acetaminophen) took two 500mg tablets 2x/day on (B)(6) 2015 for low back pain. The patient reported she wore the pads on her lower back on monday (B)(6) 2015, she put the pad directly on her skin before leaving for work early in the morning, and took it off after wearing it at work for approximately 13 hours. She put another pad on around 06:30 tuesday (B)(6) 2015 before going to work, she took it off after wearing it for approximately 13 hours, and she did not wear either pad to bed at night. She got up thursday, (B)(6) 2015 to take a shower and noticed 2 blisters on her lower back, 1 blister as raised up and about the size of a pea with fluid inside it and the other blister as smaller, but flat. The blisters were within an inch or 2 of each other. The patient reported she had to go to the doctor this morning, (B)(6) 2015 for her shoulder and her chest was hurting. While she was there she asked the pa to take a look at her blisters, the pa put some white medication on gauze and covered the blisters with a band aid. The patient stated thermacare back pain therapy pads didn't feel very hot. The patient had a cat scan in 2012 with findings of a growth on her kidney, no biopsy was done. X-ray done while at the doctor's office on (B)(6) 2015 and the patient was unable to provide results of x-ray. The patient classified her skin tone is very light or fair, she does not have sensitive skin, she has no abnormal skin conditions, she did not wear the product while sleeping, she did not engage in exercise while using the product, she did not check skin under the product while wearing thermacare, and she did not read the usage instructions on thermacare before using the product. The outcome of the event blisters was not recovered and the outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (31aug2015): new information received from a contactable consumer included indications for concomitant medications. Follow-up (09sep2015): new information received from the product quality complaints (pqc) group included: the correct lot number is l44150. Company clinical evaluation comment based on the information provided, the events blister and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events musculoskeletal discomfort and chest pain are assessed as associated with the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events blister and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events musculoskeletal discomfort and chest pain are assessed as associated with the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, thermal test data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. A corrective action procedure for individual cell temperature was completed for run day three. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met, however, the possibility of this defect occurring is still present. In addition, there is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature required specification. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the four day production run. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The cap procedure was completed and no equipment issues were found. The retest met the acceptance criteria indicating that the hour of the production around the hot cell can be released.

Event description:
Blisters [blister]; did not wear over clothing as instructed/wearing it 13 hours, not check; skin while wearing, not read the usage instructions [intentional device misuse]; shoulder hurting [musculoskeletal discomfort]; chest hurting [chest pain]. Case description: this is a spontaneous report from a contactable consumer. An (B)(6) year old caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number l44150, expiration date feb2018, via an unspecified route of administration from an unspecified date for back hurts and low back pain. Medical history included bladder infection from (B)(6) 2015, she went to the hospital on (B)(6) and took cipro for it, kidney removed on (B)(6) 2013, reports she fell in (B)(6) 2015 and had a blood clot in her brain, when she fell she broke her nose in several places and she was hospitalized for this, heart attack in 2012 and diagnosed with high blood pressure in 2012, heart trouble from 2012 and ongoing, and blockages and has a stent. Concomitant medication included lisinopril 10/12.5 tablet, amlodipine besilate (norvasc 5mg tablet), by mouth 1 daily in the, metoprolol 25mg tablet by mouth 1 daily, isosorbide mononitrate (imdur) 60mg tablet by mouth 1 daily, clopidogrel bisulfate (plavix) 1/2 tablet 75mg, by mouth daily, low dose acetylsalicylic acid (aspirin) 81mg 1 tablet by mouth per day, cyanocobalamin (b12) 2500mg tablet by mouth 1 daily, 800mcg folic acid tablet, colecalciferol (d3) 1000iu soft gel by mouth 1 daily, all of these taken for heart trouble and high blood pressure since 2012, and paracetamol (acetaminophen) took two 500mg tablets 2x/day on (B)(6) 2015 for low back pain. The patient reported using thermacare heatwraps for years and never had any problems before. The patient reported she wore the pads on her lower back on monday (B)(6) 2015, she put the pad directly on her skin before leaving for work early in the morning, and took it off after wearing it at work for approximately 13 hours. She put another pad on around 06:30 tuesday (B)(6) 2015 before going to work, she took it off after wearing it for approximately 13 hours, and she did not wear either pad to bed at night. She got up thursday, (B)(6) 2015 to take a shower and noticed 2 blisters on her lower back, 1 blister as raised up and about the size of a pea with fluid inside it and the other blister as smaller, but flat. The blisters were within an inch or 2 of each other. The patient reported she had to go to the doctor this morning, (B)(6) 2015 for her shoulder and her chest was hurting. While she was there, she asked the pa to take a look at her blisters, the pa put some white medication on gauze and covered the blisters with a band aid. The patient stated therma care back pain therapy pads didn't feel very hot. The patient had a cat scan in 2012 with findings of a growth on her kidney, no biopsy was done. X-ray done while at the doctor's office on (B)(6) 2015 and the patient was unable to provide results of x-ray. The patient classified her skin tone is very light or fair, she does not have sensitive skin, she has no abnormal skin conditions, she did not wear the product while sleeping, she did not engage in exercise while using the product, she did not check skin under the product while wearing thermacare, and she did not read the usage instructions on thermacare before using the product. The outcome of the event blisters was not recovered and the outcome of the other events was unknown. According to the product quality complaint group: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, thermal test data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. A corrective action procedure for individual cell temperature was completed for run day three. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met, however, the possibility of this defect occurring is still present. In addition, there is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature required specification. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the four day production run. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The cap procedure was completed and no equipment issues were found. The retest met the acceptance criteria indicating that the hour of the production around the hot cell can be released. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): new information received from a contactable consumer included indications for concomitant medications. Follow-up ((B)(6) 2015): new information received from the product quality complaints (pqc) group included: the correct lot number is l44150. Follow-up ((B)(6) 2015): follow-up attempts completed. No further information expected. Follow-up ((B)(6) 2015): new information received from the product quality group included past product use of thermacare heatwraps and investigational results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events blister and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events musculoskeletal discomfort and chest pain are assessed as associated with the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events blister and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events musculoskeletal discomfort and chest pain are assessed as associated with the device. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, thermal test data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. A corrective action procedure for individual cell temperature was completed for run day three. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met, however, the possibility of this defect occurring is still present. In addition, there is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature required specification. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the four day production run. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The cap procedure was completed and no equipment issues were found. The retest met the acceptance criteria indicating that the hour of the production around the hot cell can be released.